Event description:
It was reported that a flo-gard infusion pump had a damaged battery. The step of setup or therapy during which this was noticed is unknown. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The review of the alarm log identified a low battery alarm. The low battery alarm was duplicated during functional testing. Visual inspection noted a damaged battery. The cause of the damaged battery was unable to be determined. To correct the condition, the main battery was replaced. The device was serviced device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.